Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported that on (B)(6) 2010 at 7:00am, her blood glucose measured 268 mg/dl and she bolused 3 units of insulin through the infusion device. She ate and bolused 13.5 units of insulin. At 11:00am, she felt very sick and her blood glucose was over 600 mg/dl. She bolused through the infusion device and injected insulin via syringe. She inspected the infusion set and programmed a 1 unit bolus and no insulin dripped from the end of the needle. She programmed a 2 unit bolus and blood came out of the needle. She changed the headset and bolused through the infusion device. She stated the infusion device did not properly display e4 (occlusion) error. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.